Event description:
It was reported that the speed went above the set operational speed. A rotablator console kit was selected for use. During the procedure, the lcd display that shows the rpm of the burr went blank. The burr continued to work but the physician was asked to return the device to the starting position on the advancer and stop burring. Subsequently, the device was tried again, and the display came back but the rpm went up to 172,000rpm which is above the set amount of 165,000rpm. The burr was removed from the patient's body. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the rotablator console was received in good conditions. Functional analysis was performed, and the consoles revolution per minute (rpm) was within typical operational speeds. The foot pedal functioned properly, readily activating/deactivating the rotation and switching the console between turbine and dynaglide modes. A leak test was also performed and the device met specification. The unit passed the rotablator system functional tests.

Event description:
It was reported that the speed went above the set operational speed. A rotablator console kit was selected for use. During the procedure, the lcd display that shows the rpm of the burr went blank. The burr continued to work but the physician was asked to return the device to the starting position on the advancer and stop burring. Subsequently, the device was tried again, and the display came back but the rpm went up to 172,000rpm which is above the set amount of 165,000rpm. The burr was removed from the patient's body. There were no patient complications reported.